Event description:
A customer reported experiencing a cartridge alarm 20 with their pump, and they confirmed previous cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, with levels remaining below 500 mg/dl (27.7 mmol/l). The technical support team decided to replace the pump, advised the customer on using a g7 sensor with the replacement pump, and instructed them to complete the required training before its use. The customer was informed to return the problematic pump within 10 days and understood the procedures involved.